Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 105 units and remained static. Reportedly, the cartridge was filled with 300 units of insulin. At the time of the reported event, the insulin gauge decreased as expected. Blood glucose level was not impacted.